Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -12.5/+2.0/134 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2014. The surgeon reports lens rotation and blurred vision. Additionally, the surgeon states the lens is "on a dead vertical position." Reportedly, lens remains implanted. No additional information available at the time of MDR submission.